Event description:
Approximately 17 months post index procedure the patient had restenosis of the r (1) sfa treated with 2 inpact admiral paclitaxel-eluting pta balloons. Approximately 23.5 months post this revascularization the patient had restenosis of the right sfa (r1) which was treated 1 week later with pta and deb. The outcome was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.